Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt's interstim sys was to be removed in order for the pt to undergo an MRI. During the surgery, the pt's lead broke and remained in the pt. The physician was not able to extract the remaining portion of the lead. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.